Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via medical records and radiographs reviewed by a health care professional. Product was not returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
(B)(4). Concomitant medical products: us157852 ¿ m2a magnum cup ¿ 343520, 139252 ¿ m2a magnum taper ¿ 506340, 192413 ¿ echo femoral stem ¿ 674160. Product will not be returning to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 -02588.

Event description:
It was reported that patient underwent a right hip revision approximately 6 years post implantation due to altr and pseudotumor. During the revision, a small defect was noted behind the acetabular component but no device complications were noted. Attempts have been made and additional information on the reported event is unavailable at this time.